Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected power cable disconnect alarm event was confirmed via log file analysis. The log file captured power cable disconnect alarm events while the white power cable was connected to the power module (via the 14v power module patient cable) and the black power cable was connected to the 14v battery/clip. The intermittent alarm event was captured at the end of the log file. All other power cable disconnect alarm event were related to power exchanges. Additional information communicated that the reported alarm issue resolved by itself. System controller (serial # (B)(6)) will not be returning for an evaluation. The unexpected power cable disconnect alarm captured in the log file could not be determined through this evaluation. To date, the system controller associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Patient handbook operating manual (section 8), instructions for use (section 12.4) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under low voltage advisory and low voltage hazard alarms. Low voltage advisory alarm is a yellow battery symbol with 1 beep every 4 seconds. Low voltage is a red battery with continuous audio tone. Also, continuous audio tone, but no warning light and no green power symbol indicate the system controller is not receiving power. Under power cable disconnected. One of the power leads is disconnected. Check for loose power leads. If on pm power, check that power lead is not disconnected or damaged. Check that the system controller power lead is damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient changed power sources, they heard a continuous alarm. A review of the log files by technical services found power cable disconnect alarms that occurred when the patient was connected to the power module and a battery at the same time. The alarm resolved by itself.